Event description:
It was reported that during an unknown procedure, the surgeon fired the first few clips. Then the clips started coming out crossed over each other. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.